Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet charger displayed a green blinking indicator and then powered off, and the ilet did not charge; a replacement charger was arranged and the user reverted to backup therapy. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no alerts or alarms. Customer care provided troubleshooting and logistical replacement of the charger. Investigation of this case revealed a suspected charger malfunction consistent with a charging failure of the external power accessory. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charger.